Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: brand name: heartware ventricular assist system ¿ controller (B)(4), model #: 1420 / catalog #: 1420 / expiration date: 31-dec-2020 / serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 06-dec-2019, labeled for single use: no, (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) driveline connector was not fully seated in the controller port and the controller exhibited electrical fault and high watt alarms. The connection was secured and the alarms did not reoccur. The vad and controller remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device and the controller were not returned for evaluation. Review of the controller log files associated with the controller revealed several electrical fault and high watt alarms logged on (B)(6) 2020. The electrical fault alarms, logged between 13:11:39 and 15:07:52, were due to open phases on the rear stator, resulting in single stator operation. This likely triggered the subsequent high watt alarms, logged between 13:25:36 and 13:39:28, due to the increased power consumption required to run on a single stator. As a result, the reported event was confirmed. Of note, it was reported that securing the driveline cable connection to the controller resolved the observed alarms. Based on the available information and risk documentation, possible causes of the reported event can be attributed, but not limited, to contamination by foreign material of the driveline connector or a marginal driveline connection. Additional products: d4: serial #: (B)(4). H3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4315. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.